Event description:
Allegedly, patient was revised due to adverse soft tissue reaction to particulate debris components not revised: product:profemur® l hip stem size 5 ha coated product ID: pha05510 lot#:1674917 qty:1 product:profemur® neck a/r 8dglong cobalt chrome product ID: phac1234 lot#:1830376. Qty:1. Revision njr number: 4840985. Side:l. Primary asa: p2 - mild disease not incapacitating. Additional information on 07/05/2022: post op x-ray indicated there was possibly a need for revision. The revision was conducted 8 (eight) days later. According to the x-ray the procotyl l was spin out, but there are not copies of this x-ray. We received two new parts which belong to screws.